Manufacturer narrative:
UDI and protocol number is unknown; no additional information was received. A device history record (DHR) review was conducted which indicated no issues were noted during manufacture. The sample consist of twelve (12) products; the returned samples were received in used conditions without their original packaging. The samples were visually inspected at a distance of 12" to 16" under normal conditions of illumination. From physical inspection the failure mode was not confirmed. Leak testing on the twelve (12) sample received was performed using a syringe to look for unusual functions. A leak was detected in the cassette on eight (8) samples received; four (4) samples did not leak. Root cause was determined to be manufacturing-related. Corrective action is in effect. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was leaking. This was observed during the compounding or post-compounding inspection. No patient injury was reported.